Event description:
Follow up information received from the healthcare professional (hcp) confirmed that reason that the patient's implantable neurostimulator (ins) was explanted was that it had surfaced and was uncomfortable. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient's first device was removed because the device moved. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3093-28, lot# v422341, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).